Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken weld at seat rail.

Event description:
Dealer states that the crossbrace has broken at the weld.